Manufacturer narrative:
The electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction. Upon further investigation of the download data, the monitor was receiving a service code 104 (sd card fault) during the treatment event, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of three shocks on (B)(6) 2021. It was reported that the patient was taken to the hospital following the event. The patient's ECG rhythm at the time of the treatment is unknown. The patient was receiving sd card faults (service code 104) at the time of the event. The response buttons were not pressed during the event. The patient was in the hospital and ended use of the lifevest to receive an ICD. Reporting event out of an abundance of caution as the patient's rhythm at the time of treatment is unknown.